Event description:
Caller states that 9 patients had discrepant results when compared to the lab. Caller is unsure which device or strip lot produced specific results. Devices used: uf0224861/uf0214796. Strip lots used: 313a and 316a. Caller states that the patient's device/lab results are as follows: patient 1 approx 5.3 inr/3.8 inr; patient 2 approx 4.2 inr/3.0 inr; patient 3 approx 5.2 inr/3.8 inr; patient 4 approx 4.3 inr/3.1 inr; patient 5 approx 4.8 inr/3.4 inr; patient 6 approx 6.3 inr/4.2 inr; patient 7-5.9 inr/4.2 inr; patient 8 approx 5.2 inr/3.5 inr; patient 9 approx 5.3 inr/3.8 inr. Caller states that the patients were all treated based on the lab result and that the labs were drawn immediately following the device results. No adverse event reported for any patient.

Manufacturer narrative:
No patient info provided.